Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a patient developed sepsis with a fever of 102 degrees fahrenheit and a positive blood culture. The physician source indicated a foley catheter with an unknown product ID and lot number as a potential cause.